Manufacturer narrative:
Representative samples returned to support investigation of 4 device issues captured in report 2210968-2019-91260, 2210968-2019-91258, and 2210968-2019-91261. Analysis results have been included in follow-up reports for each.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number phb738, and no non-conformance's were identified. Summary: one empty open box, an empty overwrap packet and twenty unopened samples of product were received for analysis. The complaint sample was not received for evaluation. During the visual inspection of thirteen samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were observed. A functional test was performed using a instron and the tensile strength force was above the minimum requirement. Per the condition of the representative samples, no performance - breakage suture was found and the tested samples met the finished goods requirements. Additional information was requested, and the following was obtained: how many devices that had suture breakage issue during this single procedure? Multiple occurred at least 4. Name of procedure? CABG. Initial procedure date? Date the event occurred? (B)(6) 2020. What is the patient¿s current status? Unknown. Device return status/follow up?

Event description:
It was reported that the patient underwent CABG surgery on (B)(6) 2019 and the suture was used. During the procedure, the suture was breaking. Another like suture was used to complete the procedure. There were no patient consequences reported.